Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high capture threshold. The physician was made aware of the current trend and the lead remains in use. No patient complications have been reported as a result of this event.